Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator and would not power on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10, and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report to the FDA as provided by 21 cfr 803.56.